Event description:
It was reported that "on removal of the peg tube which the pt had in for approx (B)(6) months, the tube was found to be severed just above the internal dome. The internal dome had to be retrieved by emergency endoscopy."

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.